Event description:
During a routine device replacement, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative maneuvers were performed; the noise was not reproduced. After the device was replaced, increased capture thresholds were noted. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.